Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin delivery had stopped. Tandem technical support reviewed the pump t:connect history and found that the customer had received multiple occlusions and that the customer's blood glucose was impacted at the time. Tandem technical support was unable to perform a system check as the occlusions had occurred in the past.